Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26427. It was reported the patient was able to feel stimulation even though he turned the system off. The programmer was used to confirm the stimulation was turned off. The patient is requesting the scs system to be explanted. Follow up information identified surgical intervention may be pending to address this issue.